Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 3.8 mmol/l at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
No unexpected button error alarm, off no power anomalies or blank display anomaly was noted. The insulin pump passed the displacement test and off no power test. The operating currents were within specification. Intermittent button response was noted due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and severely stained end cap sticker. Moisture damage was noted on the motor assembly and all electronic assemblies.